Event description:
It was reported that patient underwent total hip arthroplasty in 2007 due to bone on bone arthritis. Subsequently, patient reported pain.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur. Package insert includes the following possible adverse effects: #14 intraoperative or postoperative bone fracture and/or postoperative pain. As product identification was not supplied, device history records could not be reviewed. This report filed (B)(4), 2010.